Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the display is not working. There was no reported patient involvement.

Manufacturer narrative:
One control pca was returned for failure analysis. The reported problem was verified and traced to an open f101 fuse that caused the device not to come on. The available information is consistent with a malfunction of the control pca. The cause was an open f101 fuse. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted .